Manufacturer narrative:
The cause of the discordant chloride results is unknown. Siemens is investigating this issue.

Event description:
Discordant chloride results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated multiple times on the same instrument and some rerun results were within the same range and some were significantly lower. It is unknown if any rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
The initial MDR 2432235-2013-00486 was filed on october 15, 2013. Additional information (09/02/2014): siemens healthcare diagnostics, inc. Performed a study of ion selective electrode (ise) usage, which shows that there has not been an increase in usage. A systemic problem with the electrodes would manifest with higher than expected electrode usage. This product is performing according to specifications. No further evaluation is required.